Event description:
Pt was being treated for a pancreatic cyst in the head of the pancreas. A zimmon biliary stent (zebd-5-10) was pushed over the wire guide into the duct. The stent was passed easily over the wire into the duct as there was no stenosis. Suddenly, the user realized that the stent was pushed too far into the duct; there was no option to retrieve it again. Procedure was stopped as they had to organize a soehendra stent retriever. The next day an ercp procedure was performed again to retrieve the stent with the stent retriever and other devices (mini-basket, small forceps). Retrieval of the stent was not possible. Add'l info received indicated the patient was scheduled for add'l surgery to remove the pancreatic cyst and the stent.

Manufacturer narrative:
As the complaint device was not returned, a document lead investigation was carried out instead. There was no zebd-5-10 device of lot c938175in stock at the time of the investigation. A review of the iqc records revealed this lot passed incoming inspection. Prior to distribution, all biliary stent devices are subjected to 100% inspection to ensure device integrity. A review the mfg records for the biliary stent device of lot c938175 did not reveal any discrepancy related to the complaint issue. The IFU associated with zebd-5-10 ((B)(4)) specifies the following "advance guiding catheter" and/or pushing catheter in 1-2 cm increments until stent is in desired position". It also specifies "fluoroscopically and endoscopically confirm desired stent position". Based on the document led investigation above, no device malfunction was evident. However, from the details received from the facility, the incorrect stent may have been used for the particular procedure; zebd-5-10 is a biliary stent and was used for a pancreatic cyst procedure, which would suggest off label usage. As per the IFU for this device ((B)(4)) the intended use of this device is stated as follows: "this device is used to drain obstructed biliary ducts". Further instruction states "the tapered tip end of the stent must be positioned in the common bile duct while the other end remains in the duodenum." It may also be noted that zimmon biliary stents do not contain radiopaque marker bands which may have led to the stent visualization difficulties reported, resulting in the stent being placed too deep into the pancreatic duct. As a result, it is believed that the complaint is most likely related to user error and as the result the complaint has not been confirmed. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.